Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed as no serial/lot information was provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the connector of the forceps port separation was that a scope which was incorrectly reprocessed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that it was possible that a scope was used after being reprocessed in an olympus endoscope reprocessor (oer-3) where while cleaning up after use and when attempting to remove the cleaning tube connected to the cleaning tank, the connector to the forceps port separated. It is possible there were no reports of patient harm. Related patient identifier:(B)(6).

Manufacturer narrative:
The exact scope model was not provided and the device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.